Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a knee arthroplasty, the surgeon opened a sterile device and noticed the particles attached inside locking mechanism grove. Another device was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI:(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned bearing identified no debris on the bearing or in the locking bar slot. As the packaging was not returned, the packaging could not be evaluated for larger pieces of debris that may have become dislodged. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.